Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, creases fold, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
Healthcare professional reported left side "rupture." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left side "rupture." Device remains implanted.